Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an intra-abdominal infection, sepsis and another indication manifested by severe abdominal pain. The cause of the events was not reported. It was reported the patient was hospitalized for severe abdominal pain. Treatment for the events was not reported. Two days after hospital admission, the patient passed away. The cause of death was reported as due to acute respiratory infection with septic shock and intra-abdominal infection. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information is available.